Event description:
Boston scientific received information that this right atrial lead dislodged three days post implant. An invasive procedure was performed. The lead was successfully explanted and a new ra lead was not implanted due to an unavailable good position for sensing and the patient was in chronic atrial fibrillation. The device was programmed to ventricular only therapy. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and destructive inspection. The visual inspection showed cuttings in the insulation and deformations of the conductor coil which occurred most likely during surgery. In the course of the further analysis, no deviations were noted which might be related to the clinical observation as mentioned in the complaint description. The lead proved to be within specifications and flawless throughout its inspection. In summary, there was no sign of a material or manufacturing problem.